Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, non-sustained right ventricular oversensing alerts for post paced t-wave oversensing were seen 54 times. Programming changes were successfully made. There were no adverse events before, during, and after programming. Patient was in stable condition.

Event description:
New information received noted programming changes were made on (B)(6) 2019.

Event description:
New information received suggests a re-occurrence of the non sustained oversensing observed. Programming changes were recommended. The patient was stable and experienced no consequences.